Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics assembly. Moisture damage was also found on the motor, battery tube, vibrator and keypad assembly. Unable to test audio or beep anomaly and a13 alarm due to blank display. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and stripped battery cap coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's parent reported via telephone call that the insulin pump alarmed and then made a high pitched squeal whenever the battery was in the insulin pump. The display was blank. The blood glucose reading was 130 mg/dl. The insulin pump had not been dropped, bumped or exposed to moisture and did not show signs of damage other than a worn battery cap coin slot. The battery compartment and spring were not damaged or corroded and the contacts on the battery cap were not missing or damaged. The customer was advised to insert a new battery and reported that the display did not return. The customer was advised to clean the battery cap and insert the battery and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.